Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem "constant downstream occlusion alarm" was found through the event history log review by the presence of "downstream occlusion!" Which were not reproduced. The cause was determined to be an out of specification force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.